Manufacturer narrative:
Model number/catalog number: sc-8416-70, serial number:(B)(4), batch/lot number: 7011028, model/catalog description: artisan MRI paddle lead 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients scs was not effective as it used to. The patient underwent an explant procedure.